Event description:
A foreign customer called for help with his contour meter. He alleged that his meter read high compared to a laboratory test. No adverse events were alleged. The customer's complaint did not initially meet the criteria to be reported, but his test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 8.4 mmol/l or 152 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.